Event description:
It was reported that the customer went to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was 647 mg/dl. Caller stated that the customer's insulin pump had multiple no delivery alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.